Event description:
During surgery, the liner was impacted into the cup in a tilted position. Surgery was extended by twenty minutes as the liner was attempted to be removed. The surgeon chose to leave the liner as it could not be removed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012 - litigation papers received. A femoral head has been added and the initial emdr created. The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.